Event description:
Event description guidant received information that this transvenous implantable lead exhibited oversensing, resulting in pacing inhibition shortly after an ablation procedure. It was suspected that the lead was damaged during the ablation. A revision was performed and the rate/sense portion of the lead was capped. A new rate/sense lead was implanted in the right ventricle; however, the pacing inhibition was still observed. During the procedure, the pacing inhibition was reproduced when the physican tappped on this implantable cardioverter defibrillator (ICD) with his finger. The device was explanted and replaced. The pacing pauses were no longer observed. The device has been returned for analysis.